Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the unknown screw and lcd distal femur plate broke in the patient postoperatively. The implants were originally placed in the patient on (B)(6) 2021 to treat osteosarcoma. The implants were removed from the patient on (B)(6) 2021. There is no further information available. This report is for one (1) unknown screw. This is report 2 of 2 for (B)(4).